Event description:
Subsequent to the initial MDR, clarified information was provided on (B)(6)2025. It was reported that when the bg of 25 mg/dl was taken, the patient's cgm was displaying 50 mg/dl. The patient stated that during the event, he was experienced a "diabetic shock". No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was sleeping at night and his wife found him having seizures. The cgm was 105 mg/dl. She called the ambulance around 12:45am ((B)(6) 2025) and they arrived around 1:00am. Emergency medical technician's checked the patient's bg and it was 25 mg/dl. The patient was treated with IV glucose and sugar patches. The patient was not taken to the hospital. At the time of the report, the patient has a headache and was vomiting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was having seizures. The reported glucose values fall within the b zone of the parkes error grid when emt arrived. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.